Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 54 mg/dl and the current blood glucose level was 225 mg/dl. The customer stated that he already had some meals to correct his low blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Troubleshooting was declined. The insulin pump will not be returned for analysis.